Manufacturer narrative:
Model number: 72400024; lot number: 837981012; model description: balloon fgs 61-70 cm; model number: 72400098; lot number: 841570010; model description: control pump fgs.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because it never worked. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.